Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the red blood cell (rbc) bath drain tubing disconnected below the bath (union fitting fu6 to valve vl15). The fse reattached the tubing to resolve the leak issue. The repair was verified and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported approximately 20 mls of clear fluid leaked underneath the coulter act diff 2 analyzer. The customer stated that the instrument failed platelets during startup, but after performing sweepflow the instrument passed. There was no exposure to open wounds or mucous membranes. The customer was wearing gloves and a lab coat at the time of the incident. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.